Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis without the stent delivery catheter (sdc). The stent was returned on a guide wire and was attached to a snare device. A microcatheter was also returned on the guide wire. The stent was separated from the sdc and was returned on guide wire. The stent was attached to a snare device. Damage was noted to the entire stent; struts were stretched. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 4.00 x 24mm synergy¿ stent was advanced to treat the lesion. There was difficulty in delivering the device so the physician attempted to use micro catheter and balloon dilation. However, the device was unable to cross the lesion and it was noted under angiography that the stent was deformed causing difficulty in removing the device and eventually, the stent was dislodged. The dislodged stent was then retrieved using a snaring device and the procedure was completed with a 4.0/24 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 4.00 x 24mm synergy¿ stent was advanced to treat the lesion. There was difficulty in delivering the device so the physician attempted to use micro catheter and balloon dilation. However, the device was unable to cross the lesion and it was noted under angiography that the stent was deformed causing difficulty in removing the device and eventually, the stent was dislodged. The dislodged stent was then retrieved using a snaring device and the procedure was completed with a 4.0/24 non-bsc stent. No patient complications were reported and the patient's status was good.